Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lower screen of the epg (external pulse generator) would not come on while attached to a patient in the cvicu (cardiovascular intensive care unit) post-procedure. The nurse obtained a back up unit because the patient would pass out if their heart rate dropped below 50 bpm (beats per minute). The lower screen of the second unit also did not work, so a third unit was obtained and worked normal. The biomed attempted to service the original unit, without success. It was noted the screw boss on the bottom inside of the chassis was broken off, indicating it may have been dropped. The epg was removed from service and will not be returned for repair because it is obsolete and no longer supported. The patient was not affected by the incident according to the nurse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the interconnect flex connectors were not locked in to hold flex tight on both the main printed circuit board (pcb) and display. Analysis confirmed the reported event, the lower screen did not work. It was also noted that the case was broken. The device was scrapped in-house. If information is provided in the future, a supplemental report will be issued.